Event description:
Boston scientific crm received information that this device system was explanted due to pocket infection. A new boston scientific crm device system will be implanted once the patient is cleared by the physician. All dates were provided by boston scientific. The date of explant was not made available, despite the complaint stating this lead was explanted. They did report the event date. However, we do not know if the event was when the infection was noticed or when the system was removed.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.